Event description:
Medical records received from the treating practitioner show patient was seen with a diagnosis of corneal ulcer os and keratitis od and was prescribed tobramycin ou, zymar os and erythromycin os. At a follow up visit two days later, the doctor noted bacterial ulcer secondary to contact lens. Approximately one week later, the doctor noted scarring os. At the last office visit approximately two months later, no problems were noted. Per hcp note, use of b&l 2 week disposable soft contact lenses. Repeated attempts for information on the specific brand of contact lenses were made to the patient and treating practitioner. Neither knew the lens type and could not provide this information.

Manufacturer narrative:
The brand name of the device involved is not known. No product was returned for evaluation. Based on the information, no causal factors can be determined and no conclusion can be drawn.